Manufacturer narrative:
Unit received with unresponsive buttons due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unit received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Event description:
The customer's mother reported via phone call that the insulin pump had an error alarm and water under the display. Customer's mother stated that the customer jumped into a swimming pool while wearing the insulin pump. Blood glucose level at the time of the incident was not provided. Blood glucose level at the time of the call was 600 mg/dl. The customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis.